Event description:
Device report from received synthes (B)(4) reports an event in (B)(6) as follows: report from surgeon stated varus. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(6). Product code: hsb. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Placeholder.